Event description:
It was reported that a cartridge change error occurred. Customer's blood glucose was 556 mg/dl. Customer administered manual injections to address bg level. Reportedly, the customer continued to use the pump for insulin therapy.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.